Manufacturer narrative:
Physio-control product analysis center further evaluated the removed therapy pcb assembly and was unable to duplicate the reported issue. A cause of the reported issue could not be determined.

Event description:
The customer sent in their device for preventative maintenance. Physio-control observed that the device logged an event code which is indicative of a defibrillation problem. As a result, defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A physio-control service technician evaluated the customer's device and observed that the device logged an event code which is indicative of a defibrillation problem; however, the issue could not be duplicated. After replacing the therapy pcb assembly as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer sent in their device for preventative maintenance. Physio-control observed that the device logged an event code which is indicative of a defibrillation problem. As a result, defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.